Manufacturer narrative:
No device malfunction was found during the functional evaluation of the autopulse platform (sn (B)(4)). The archive data revealed multiple user advisory (ua) 41 (patient temperature sensor failure) on (B)(6) 2017. There was no patient use. However, when the platform was functionally tested, it powered on and successfully performed compressions for 25 minutes without the ua 41 error message or any other faults. There was no device malfunction or defect observed. The storage and shift check conditions are not known. However, factors such as ambient storage condition (e.g., fire truck in sun) or soft surface that may block air vents are known to cause ua 41 error messages in rare cases. The platform is almost 4 years old. As a precautionary measure, the temperature sensor was replaced and further tested and met all specifications. As part of routine service during testing, the platform was examined and found physical damages. The observed physical damages were unrelated to the reported event. Upon customer approval, the damaged components will be replaced and the device will be tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse serial number (B)(4).

Event description:
It was reported that a user advisory (ua) 41 (patient temperature sensor failure) error message was observed on the autopulse platform (sn (B)(4)) during shift check. No patient was involved with this event. No further information was provided.